Manufacturer narrative:
Additional information: d10, g4, h1 h2, h3, h6 and h10 an event of difficulty breathing, regurgitation and emergency explant of the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
Patient had a 21mm trifecta" gt valve implanted in (B)(6) 2019 by dr (B)(6), discharged from the hospital without any problems. Patient presented for a standard follow-up with his cardiologist around 1st week of (B)(6) 2020, cardiologist didn't notice anything unusual. Few days later patient came to the hospital struggling for breath, serious aortic regurgitation was observed and patient underwent emergency surgery and the trifecta gt valve was explanted and mechanical aortic regent valve was implanted. Patient is still in the hospital, recovering.